Event description:
It was reported that intermittent loss of capture and variable high capture thresholds were noted on this right ventricular (rv) lead. The capture thresholds varied from 0.4 v to 5v. Technical services (ts) was contacted for troubleshooting recommendations. This investigation will be updated when further information becomes available. No adverse patient effects were reported.